Event description:
Physician reported late seroma and bia-alcl. Pathological markers confirming alcl have been received, cd30+ and alk- confirmed. Right side. Device explanted with total capsulectomy. No further treatment, patient in remission.

Event description:
Physician reported late seroma and bia-alcl. Pathological markers confirming alcl have been received, cd30+ and alk- confirmed. Right side. Device explanted with total capsulectomy. No further treatment, patient in remission.

Manufacturer narrative:
(B)(4). Device photo analysis: visual analysis of the photographs identified. Lot number in the patch: 2240237 and catalog: trf485g. Observed red capsule in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: late seroma and bia-alcl. Oncologist: (B)(6).

Manufacturer narrative:
Correction to aware date on medwatch initial: 26-oct-2021. Date of bia-alcl diagnosis: (B)(6) 2021.

Event description:
Physician reported late seroma and bia-alcl. Pathological markers confirming alcl have been received, cd30+ and alk- confirmed. Right side. Device explanted with total capsulectomy. No further treatment, patient in remission.